Manufacturer narrative:
(B)(4)

Event description:
It was reported that one-day after implant, crosstalk, an exit block, and high, out of range hv lead impedance were observed. Programming changes were made. The device remains implanted. The patient was in good condition before and after the event.